Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with an implantable cardiac monitor that exhibited post-sensed t-wave oversensing. Programming changes were made. The patient was stable.